Event description:
Medical device description: the quantum® total ankle prosthesis is a fixed-bearing semi-constraint ankle prothesis with 2 components existing in different sizes and models and composed of: a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description: a surgeon is scheduling an early revision of a quantum patient (initial surgery date unknown). The revision is scheduled for on (B)(6) 2024; the surgeon is planning on using the manual jig. According to the sales rep. From conmed iberia (email received on 30-dec-2024), it is reported that "the reason for the replacement was an infection of the patient not related to the implant, but for preventive reasons the implant was removed at first and in a second time the option of a new prosthesis or an arthrodesis was considered, as it was finally done.". In addition, the date on (B)(6) 2024 for revision surgery is confirmed, with "correct evolution in the revision" as "the second surgery was successful and the patient is living a normal life.". Regarding the implants removed during the revision, "the implants were perfect in appearance, with no deterioration or damage.". Regarding the patient, it is reported the following: "female, about 70 years old, overweight and did not follow the protocols established by the surgeon for proper recovery." Note: this reportable event is part of a remedition resulting from a 483 letter.

Manufacturer narrative:
Batch records have been assessed and there was no detected non-conformity which may explain the issue reported in this complaint. As per information received on 30-dec-2024, it is confirmed that the revision was caused by an infection, not related to the implant. During the revision surgery, it was observed that "the implants were perfect in appearance, with no deterioration or damage". It was reported that the patient is "female, about 70 years old, overweight and did not follow the protocols established by the surgeon for proper recovery.". In addition, it is reported that the revision was caused by an infection, not related to the implant itself, however, there is no evidence of the cause of the infection, so no further information regarding the circumstance of the event. Infection is a known adverse event following a foot surgery; and this type of adverse event is documented in the quantum IFU and technical documentation.